Event description:
The facility's mgr of the biomed engineering dept reported "potential incident" of an overinfusion. The pump was infusing fentanyl and the intended rate of the infusion was 10ml/hr. Reportedly, the pump was found to be programmed at a rate of 250ml/hr. Though requested, no additional info was provided regarding the pt's demographics, diagnosis and status, med intervention, pt injury, concentration and MFR of fentanyl, volume of fentanyl the pt had received, any changed in the pt's status and vital signs, and set up of the pump.